Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 400 mg/dl. The customer reported that the blood glucose reached 459 mg/dl. The customer stated that the high blood glucose was treated with bolus. Troubleshooting was performed. There was no issue found on the insulin pump. The insulin pump will not be returned for analysis.